Event description:
The pt reportedly was seen by the surgeon who observed the electrode positioner extruding through the eardrum. Three days later, the electrode positioner was surgically removed from the pt. It was reported that the cochleostomy was sealed and no additional packing was required. The pt's cii device remains implanted. The pt is using their system.